Event description:
The customer reported false reactive alinity I hbsag qualitative ii and hbsag confirmatory results on a patient. The following results were provided: serum (sst) = 1.2 / 1.8 s/co, sst confirmed positive at 92% edta = 0.44 s/co; edta and lithium heparin samples did not confirm by confirmatory assay. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p10-32 that has a similar product distributed in the us, list number 8p10-31, with 510k/PMA/bla number p110029.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I hbsag reagent lot 73314fz00 identified normal complaint activity and there are no trends for the product related to patient results. Historical performance in the field using worldwide data was reviewed and determined that the patient median result for the lot is comparable with other lots in the field, confirming no systemic issue for the product lot. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I hbsag qualitative ii reagent (lot# 73314fz00).

Event description:
The customer reported false reactive alinity I hbsag qualitative ii and hbsag confirmatory results on a patient. The following results were provided: serum (sst) = 1.2 / 1.8 s/co, sst confirmed positive at 92%. Edta = 0.44 s/co; edta and lithium heparin samples did not confirm by confirmatory assay no impact to patient management was reported.